Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.